Event description:
As reported, the patient had an initial right tsa on (B)(6) 2017. The patient's shoulder was dislocating on and off; no fall or any trauma was done to the shoulder. The patient was revised on (B)(6) 2024. There was no reported breakage of a device or surgical delay/prolongation. The patient was last known to be in stable condition following the event.

Manufacturer narrative:
H3: pending investigation. D10: (B)(6) 300-01-10 - equinoxe humeral stem primary press fit 10mm. (B)(6) 320-01-38 - equinoxe reverse 38mm glenosphere. (B)(6) 320-15-01 - eq rev glenoid plate. (B)(6) 320-15-05 - eq rev locking screw. (B)(6) 320-20-00 - eq reverse torque defining screw kit 4928229 320-20-18 - eq rev compress screw lck cap kit, 4.5 x 18mm. (B)(6) 320-20-18 - eq rev compress screw lck cap kit, 4.5 x 18mm. (B)(6) 320-20-18 - eq rev compress screw lck cap kit, 4.5 x 18mm. (B)(6) 320-20-22 - eq rev compress screw lck cap kit, 4.5 x 22mm. (B)(6) 320-20-34 - eq rev compress screw lck cap kit, 4.5 x 34mm.